Manufacturer narrative:
Additional information received.

Event description:
T1 was left secured in the patient, t2 was removed. Procedure delay reported was less than 30 minutes.

Manufacturer narrative:
Device was returned for evaluation. The device is in poor condition and disfigured. T1, t2 and suture were not returned. The delivery needle is bent upward, twisted and disfigured. The damage impedes the functional test as well. This device no longer cycles or actuates. The physical condition indicates device manipulation and difficulty during attempts to reach desired anchoring location. Based upon current condition of the device, complaint observation is user related. The damage inhibited proper function. No root cause was confirmed with regards to the manufacturing of the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.

Event description:
It was reported t1 and t2 were deployed simultaneously. A backup device was available to complete the procedure. No patient injuries were reported.